Event description:
Customer stated that his blood glucose has been erratic. He has been experiencing low blood glucose. The current blood glucose reading is 39 mg/dl. Customer treated with two glasses of juice. Customer rechecked the blood glucose and he is currently 38 mg/dl. Customer thinks the insulin pump is over-delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.